Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that when they 'entered the set mode' after turning the meter on, the date was flashing and faint. A display check was performed and segments were missing from the three 8's. The customer noticed the display issues began 'yesterday' and he has not tested on the meter due to this.

Manufacturer narrative:
The customer's meter was received for investigation. The meter did not power on during investigation. Contamination was observed on the battery contacts which caused a power interruption. The contamination was also present on the printed circuit board (pcb) which can cause the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.